Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a ventilator's touchscreen was not responding to touch correctly. The device's touchscreen was removed, and connector was reset for the touchscreen to address the issue.